Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the u.s.a. Stating that the device had a hole in the cord. The device was being used during surgery. There was no injury or medical intervention reported. There was no additional information provided.